Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue / debris on the product. Visual inspection found the lens missing a piece of its haptic and presence of residue and debris on the lens surface. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.